Event description:
The customer stated that on (B)(6) 2015, a sample containing a known anti-c and anti-k resulted as negative on galileo echo (B)(4) with capture-r ready-screen 3, lot e151.

Manufacturer narrative:
Antibody screening and identification assays were performed on in-house samples on the echo. The expected positive results were obtained. Customers were notified of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.